Event description:
Major pump unit(s) involved: external control system failure. Additional text: pbu cable. Specific component(s) involved: external controller malfunction. Additional text: pbu cable. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.